Manufacturer narrative:
Section d10: device available for evaluation? Yes. Returned to manufacturer on 12/10/2020. Section h3: device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. Which is consistent with a lens, that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date not provided, only that patient noted symptoms during (B)(6) 2020 post-implant. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to refractive error. There was no incision enlargement, vitrectomy, or sutures required. The patient noted symptoms in (B)(6) 2020 post-implant. There was no patient injury, and the patient is doing fine post-op. No further information provided.